Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving a high pitched vibratory alert indicating the capacitor charge time limit had been reached. Due to the last charge time for the day being normal, a manual capacitor test was performed to clarify the discrepancy resulting in one failed attempt at capacitor time out and two attempts within the normal range. A device change out was recommended. The patient was stable and pending explant.